Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, when turning the screws and the screw plugs, the rotators of the driver was broken off. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed about 3mm of the removal driver tip has been broken off. The broken piece of the tip was not returned for analysis. The fracture area reveals a very flat smooth surface with circular material flow indicating a bending/twisting before material overload. The remaining tip of the driver has been plastically deformed and twisted. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed about 3mm of the removal driver tip has been broken off. The broken piece of the tip was not returned for analysis. The fracture area reveals a very flat smooth surface with circular material flow indicating a bending/twisting before material overload. The remaining tip of the driver has been plastically deformed and twisted. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.